Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from china that during a contracture of hip muscle surgical procedure it was observed that the vapr clplse90 electrode w hand cntrls device had jammed. Another device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4, h4: the expiration date was reported as unknown on the initial report; and has been updated accordingly. Therefore, the UDI has been updated accordingly. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated in juarez laboratory. Visual inspection of the device revealed that vapr clplse90 electrode w hand cntrls had the tip with signs of activation. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation functions were activated using the hand controls and foot pedal, the electrode worked as intended. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was not received in original packaging only on the shelf carton, the tip had signs of activation. The device passed the electrical and the functional test, including the suction test. No issues were recorded, so the complaint couldn't be substantiated. The complaint device was manufactured in apr 2024. A DHR review has been performed and no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. From internal investigation performed, were unable to confirm the customer reported issue that in the surgery, the device got jammed. Testing at atl UK shows the returned device was immediately recognized and found to pass both electrical and functional testing with no error codes being displayed and no other issues detected. Activation was found to be consistent and as expected. The returned complaint device was found to meet the manufacturer's specification and perform as expected; therefore, no further investigation is possible regarding the returned complaint device. The root cause of the customer reported functional issue could not be determined. The overall complaint was unconfirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue. Based on the investigation findings, as no anomalies could be observed, the potential cause for the reported condition could not be established. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.